Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of obtaining additional information from the healthcare facility regarding the reported event, including the full sequence of events and details of products used. We will provide a follow up report upon completion of our investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in canada reported that a patient on a fisher & paykel healthcare (f&p) pt101 airvo 2 humidifier (airvo 2) and a non-rebreather mask (nrb) which is not a f&p product, tore a tube from the set up during use. The healthcare facility did not specify the type of tube that was torn and whether or not the tube was a f&p product. It was reported by the healthcare facility that the patient desaturated. The healthcare facility further reported that the patient was then placed on a f&p nasal cannula and additional tubing was also kept near the patient. The airvo 2 user instructions advise that the mask interface adapter is designed to be used with vented masks only. Nrbs are a sealed mask and are not compatible for use with the airvo 2. Further information about the patient set up, torn tube and patient consequences have been requested from the healthcare facility.

Manufacturer narrative:
(B)(4). Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. The airvo 2 user instructions advise that the mask interface adapter is designed to be used with vented masks only. Do not use sealed masks. Non-rebreather masks (nrb), which are not a fisher & paykel healthcare (f&p) product, are a sealed mask and are not compatible for use with the airvo 2. The user instructions also warn the user that to prevent disconnection during use, especially during ambulatory use, use only heated breathing tubes specified in this manual. Method: the complaint device was not returned to f&p for evaluation. F&p followed up with the customer several times to obtain further information about the reported event, including the device details and patient consequences, however, no response was provided. Our investigation is based on the initial information provided by the customer. Results: the healthcare facility reported that a patient on an airvo 2 and nrb tore a tube from the set up and that the patient desaturated. The healthcare facility did not specify the manufacturer of the tube. Details of the patient consequences were also not provided. Conclusion: without further details of the event or the return of the complaint device we are unable to determine the cause of the reported damage or whether the damage occurred to a f&p product. Additionally, nrb's are not compatible for use with the airvo 2 and are a non-f&p product.

Event description:
A healthcare facility in (B)(6) reported that a patient on a fisher & paykel healthcare (f&p) pt101 airvo 2 humidifier (airvo 2) and a non-rebreather mask (nrb) which is not a f&p product, tore a tube from the set up during use. The healthcare facility did not specify the type of tube that was torn and whether or not the tube was a f&p product. It was also reported by the healthcare facility that the patient desaturated. The healthcare facility further reported that the patient was then placed on a f&p nasal cannula and additional tubing was also kept near the patient. Further information regarding the reported event, including the device details and patient consequences was requested from the healthcare facility on multiple occasions. The healthcare facility did not provide any further information.